Event description:
It was reported that the ipg was unable to communicate with external devices following a traumatic event. Reportedly, the ipg is inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.